Event description:
Hospital blood bank reported that an elderly pt with multiple myeloma had been mistyped as d positive for the rh(d) antigen using anti d blend. Pt had subsequently rec'd a transfusion of d positive blood and has produced an anti d as an immune response to the d positive blood.

Manufacturer narrative:
Anti d reagent was returned for testing with pt cells and found to meet specification. Report from user indicated that anti d reagent was not used in compliance with product labeling.